Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger fault) was confirmed. Upon evaluation, the battery board was contaminated. The cause of the charger fault is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.

Event description:
Upon reviewing the flag files for a (B)(6) female patient, battery charger fault flags were discovered. Zoll customer support contacted the patient and issued her a replacement battery charger/modem.